Event description:
The customer reported that the monitors were freezing. The field engineer determined that the system was not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and power connectors were reseated and the system software was reloaded. The system was then found to be operating as intended.